Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 5th day, ongoing) and gentamycin injection (40mg, once daily, intraperitoneal, ongoing) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. On an unknown date, the patient recovered from peritonitis. Four (4) days after event onset, the patient recovered from the cloudy effluent. Pd therapy is ongoing. No additional information is available.